Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the sleeve luer was cracked. Du to the nature of the returned sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the collar (male luer) of a clearlink system solution set broke when disconnected from an unspecified female luer which resulted in a leak. This occurred during anesthesia infusion. The set was replaced and the issue was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.